Manufacturer narrative:
The fse upgraded the filter assembly. He ran an empty test cycle and the system met specifications.

Event description:
While on site to address an issue with hydrogen peroxide delivery failure, area too low, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported to the oil mist. The fse repaired the unit.